Manufacturer narrative:
Received two used devices for evaluation. One of the received samples was observed to have a torn seal. No visual damages or anomalies were observed on the second sample. The reported complaint of poor flow could be confirmed on sample 1 of the returned samples. The sample was observed to have a torn seal which would lead to poor flow. The probable cause is from uneven adhesive application during manufacturing. The reported complaint of poor flow could not be confirmed on sample 2. Sample 2 was tested and met product specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.

Event description:
The event involved a tego® connector where it was reported that it had poor flow. The arterial lumen would not aspirate or flush while connectors were in place. There was also piece of plastic noted inside the lumens. There was patient involvement. No reported patient harm and no reported delay in therapy.